Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. Customer¿s blood glucose level was 160 mg/dl. Customer was able to clear the alarm and did not require rewind. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.